Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: after a preventive maintenance, technical event with internal reference number (B)(4) (oxygen valve leak) appeared on the ventilator. After further troubleshooting, the o2 proportional valve was partially open at 21% delivering 0.5-0.9l/min of flow. Flows were correct for 61% and 90%.